Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the touchscreen was out of specification and the stylus was broken. As a result the touchscreen and stylus were replaced. (B)(4).

Event description:
It was reported that the stylus pen does not follow the screen on the programmer. The programmer was returned for servicing. There was no patient involvement.